Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No delivery alarms, back light anomaly, and failed batt tests were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no failed battery test alarms on the event date of 19-aug-2024. Found no delivery alarms on the event date of 19-aug-2024. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Back light anomaly, failed batt test, and no delivery/occlusion alarm were not confirmed during testing. Charge/battery lasts less than expected and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly, charge/battery lasts less than expected, failed batt test, no delivery/occlusion alarm, occluded, possible temporary vent blockage. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-431ak, mmt-342. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l. No product return is required for mmt-431ak. No product return is required for mmt-342.